Event description:
Patient had a full revision performed. The explanted lead have not been received to date. No additional relevant information has been received.

Event description:
It was reported the patient was admitted due to behavioral issues. The patient was noted to have a history of behavioral issues when there is a loss of vns stimulation. Patient's generator was interrogated and high impedance was observed. Surgery was performed. Lead pin reinsertion was attempted and the high impedance did not resolve. Lead pin was observed past the connector block. No damage to the lead was observed in surgery or xrays. Patient has been having more manic episodes when she has more seizures. Lead revision was not performed. No known lead replacement surgery has occurred to date. No additional relevant information has been received.